Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 502 mg/dl. Customer also reported that insulin pump had no delivery alarm and motor error alarm. Troubleshooting was performed. The drive support cap appeared flush. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted. Device powered up properly after the battery was installed. No failed battery test alarm or battery out limit alarm noted. Device was monitored for 3 days. No blank display, battery charge anomaly, unexpected power loss anomaly or weak battery alarm noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, dog chew marks on the case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).